Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the system experienced a 24 second delay; while the surgeon¿s head was in the console, and was not able to gain control during that time. It was noted that the surgeon¿s response was that should this delay happen again; while working on a critical structure, it could cause harm to the patient, although nothing severe happened during this case.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A review of the system logs for the event date of (B)(6) 2021 has been performed and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. A review of the submitted video was performed by an isi clinical development engineer (cde). The following additional information was provided: the 24 second procedure video clip shows a vessel sealer extend (vse) instrument activation. Due to the image quality of the video, it is indeterminable if the energy activation was bipolar or seal mode. Smoke was observed during the vse instrument activation, indicating that energy was delivered. The cut function was not observed as being used. The video depicts the vse instrument being used on a tissue bundle vs a vessel. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the system experienced a 24 second delay and the surgeon was not able to gain control during that time.